Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 240 units of insulin. Customer¿s blood glucose was high due to customer running out of cartridges due to minimum fill issue, reportedly customer applied manual injection to address the issue. Reportedly, a new cartridge was filled and loaded successfully.